Event description:
Nurse discovered that cord clamp was falling off the umbilical cord. The cord was still in the clamped position. This is the fourth occurrence of this problem. In reviewing these incidents, we have hypothesized that the transponder for the infant security system may have contributed to the failure of the clamp. The transponder is placed in the ring at one end of the clamp. The transponder is held very tightly by clamps from this manufacturer. (Nursing staff does not recall having similar problems with our previous clamp manufacturer.) After reporting these incidents to the clamp manufacturer, we have been informed that their device is not compatible with the transponder system. Also, according to the maker of the transponder system, the only clamp that is designed to be used with the system is their own clamp.